Event description:
As reported: "explanted mdm cup/ liner and accolade stem and head. Replaced with new mdm cup and liner and restoration modular stem / cone body and head. No more information given out by hospital/ surgeon." Spoke to rep. Rep was not made aware of any patient complaints or other cause for revision. However, intraoperatively it was noted that the ceramic head wore through the adm/ mdm poly insert and the mdm metal liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear involving a mdm liner. The event was confirmed through visual evaluation of the provided photograph. Method & results: -device evaluation and results: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted mdm liner. A hole is visible on the side of the liner. -clinician review: no medical records were received for review with a clinical consultant -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusion: the exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as device lot identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "explanted mdm cup/ liner and accolade stem and head. Replaced with new mdm cup and liner and restoration modular stem / cone body and head. No more information given out by hospital/ surgeon." Spoke to rep. Rep was not made aware of any patient complaints or other cause for revision. However, intraoperatively it was noted that the ceramic head wore through the adm/ mdm poly insert and the mdm metal liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.